Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. It was reported that following insertion the patient experienced pain, erosion, urinary problems and dyspareunia. It was reported that the patient underwent excision of vaginal scar tissue, robotic assisted left salpingo-oophorectomy, lysis of adhesion, fulguration of endometriosis, and cystoscopy with hydrodistension on (B)(6) 2012 due to scar tissue in the suburethral area. It was also reported that the patient underwent excision of exposed vaginal mesh due to exposure of implanted vaginal mesh and other prosthetic materials. (B)(4) -urinary problems; dyspareunia; endometriosis; mesh exposure.

Manufacturer narrative:
It was reported that the patient underwent a gynecological surgical procedure and a mesh was implanted concurrently with bilateral salpingo-oophorectomy and right oophorectomy.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrent urinary incontinence and urinary retention.

Manufacturer narrative:
Additional patient codes: (B)(4) - urgency, (B)(4) - urinary frequency, (B)(4) - bladder syndrome additional narrative: it was reported that following insertion the patient experienced urgency and urinary frequency. It was reported that patient underwent laparoscopic lysis of adhesions, diagnostic laparoscopy, laparoscopy vaginal vault suspension, laparoscopic appendectomy, and bladder installation on (B)(6)2013 by(B)(6) at (B)(6) due to chronic pelvic pain and painful bladder syndrome.

Manufacturer narrative:
Additional information.